Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing burning and pain at the ipg site. It was determined that the ipg was extremely superficial. The patient underwent a revision procedure wherein the pocket site was relocated. The patient was reportedly doing well post-operatively.